Event description:
It was reported that during pt use the device charged to the appropriate charge setting, then upon pressing the shock button, the device dumped the charge. Further pt info and/or other event details were not reported. The outcome of the pt is unk at this time.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not verified not duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.